Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios device stripped the guidewire and the first flange prematurely deployed. Reportedly, there was difficulty removing the guidewire from the axios and the handle of the device broke. The stent was removed from the patient partially deployed on the delivery system. It is unknown if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the scope used was 1t 160 with 2.8 mm working channel. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a 1t 160 scope.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent first flange prematurely deployed. Block h10: the hot axios stent and delivery system were received for analysis. The stent was received partially deployed. The delivery system was received in initial position with the retainer clip. Visual examination of the returned device found the outer sheath kinked approximately at 2cm from the luer. Functional inspection was performed by backloading the guidewire through the axios device and no resistance was felt. Additionally, stent deployment was performed by actuating the delivery system (slide the handle deployment control hub back) without problems. No other issues with the stent and delivery system were noted. The reported event of stent first flange premature deployment could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of device difficult to advance guidewire and handle break was not confirmed as the device was returned in good condition and the functional inspections were performed without problems. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the scope used was 1t 160 with 2.8 mm working channel. The IFU states that the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a 1t 160 scope. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to factors encountered during the procedure. It may be that the interaction with the incorrect scope could have caused the physician to feel resistance, limited the performance of the device and contributed to stent first flange premature deployment and the kink observed on the outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 21, 2020 that a hot axios stent was to be implanted during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios device stripped the guidewire and the first flange prematurely deployed. Reportedly, there was difficulty removing the guidewire from the axios and the handle of the device broke. The stent was removed from the patient partially deployed on the delivery system. It is unknown if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the scope used was 1t 160 with 2.8 mm working channel. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a 1t 160 scope.